Event description:
The patient's device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. A generator longevity estimation was performed based on last known settings. The estimation determined that the generator would have approximately 0.46 years left before the elective replacement indicator is yes. The high impedance event is not believed to be due to normal generator end of life. Review of manufacturing records for both the pulse generator and bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. Neurologist indicated that the pt did not experience any trauma or injury that could have damaged the ncp system and that the pt did not have any relevant medical condition that could have contributed to the high lead impedance condition. X-rays were taken and reviewed by neurologist; however, results of the review were not reported to device manufacturer.